Event description:
The patient had bilateral lead placement on (B)(6) 2013 without postoperative complications. The patient then developed sudden loss of consciousness and then re-awoke with tachycardia. The blood pressure was normal but there was a new seizure onset. A CT scan without contrast was done. The expected surgical pneumocephalus was decreasing. Lab and eeg results were normal on (B)(6) 2013. This event resulted in in-patient hospitalization and was possibly related to the implant procedure. The patient recovered without sequela on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, va03e59, implanted: (B)(6) 2013, product type: lead, product ID: 3387s-40, lot# va03e59, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).